Event description:
The customer reported that a temperature unstable error occurred during the ablation procedure. They could not continue the operation and suspended the case. There was no harm to the pt.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for eval. If the sample is received, or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.